Event description:
Info received indicates the brake will set but will not hold.

Manufacturer narrative:
The tech isolated the issue to the brake mechanism. He replaced the brake mechanism to repair the bed.